Event description:
The complainant reported that a fluid leak from the purge cassette was identified during patient support. The purge cassette was replaced to resolve the issue. Roughly nine days later, it was documented that a gradual decrease in purge flow coinciding with an increase in purge pressure was observed. Heparin was increased, however the the purge flow eventually decreased to 1ml/h. This caused the purge pressure to increase to 900mmhg or more and an alarm was triggered. Although the function of the pump was unaffected, the decision was made to replace the pump for continued patient support.

Manufacturer narrative:
The investigation into the reported purge leak/high purge pressure has been completed. Review of data logs confirmed the reported failure mode. The logs show a gradual increase in purge pressure over the course of the 10th day of support from 600 mmhg to 1100 mmhg within 20 hours which is indicative of biomaterial buildup. The pump then was stopped manually and disconnected from the console. During functional testing at the bench level, a leak from the piston ¿ cylinder of the purge cassette was revealed. During analysis of the pump, the pump was primed and run to reproduce the failure mode. High pp occurred during bench test due to glucose residue inside pss. When glucose residue was removed, the purge pressure was back to normal range. Visual inspection found biomaterial inside the purge gap and a kinked purge line inside the red pump plug. There is no kink on the purge line inside the catheter. Mh then was torn down to observe if there was biomaterial in the purge gap. Blood was also found on the stator and in the purge gap indicating that the biomaterial built up in the purge gap is a cause of the high purge pressure during the case. A kink was found on the purge line inside the pump plug but not a cause of high pp as the failure mode could not be reproduced with it. The root cause of the reported leak was determined to be a leak from piston - cylinder. The root cause of the high purge pressure was most likely was due to biomaterial built up in the purge gap. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ a risk assessment was performed, and no escalation is required. This report is being filed as part of a retrospective review of historical records.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06185 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.